Manufacturer narrative:
All available information was investigated, and the reported issue of the clip opening while establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for clip opening during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted enlarged atrium. The clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned, reducing mr. However, the clip opened while locked when establishing the first final arm angle/efaa. The clip was then unlocked and locked again to repeat efaa. But the clip opened again while locked. The cds was removed with the clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.